Event description:
Its been reported the scope had grainy there is no information that the event caused a harm or serious injury to patient, user or third. Since the risk analysis is based to patient, user or third party harms no risk-ID is applicable to the reported event.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).